Manufacturer narrative:
Actual device involved in incident was evaluated through photographic images taken by the complainant and supplied to welch allyn. Pictures of the device were supplied by the complainant. The actual device is being returned for eval but has not yet been received by welch allyn. Device failure directly cause the event.

Event description:
Welch allyn became aware of an incident, (B)(4), that while a female pt was undergoing an examination, the bottom piece of the kleenspec disposable vaginal speculum broke in half diagonally. The broken portion was removed by the physician. The speculum did not appear to be cracked or broken when it was removed from the plastic wrapper prior to use. The pt was not injured as a result of the malfunction.